Event description:
During an MRI procedure in 2009, the valve pressure was modified. It was not possible to change the pressure with the specific equipment. The valve was changed. After explantation, the users noted that the cam was moving inside the valve.

Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.